Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was frequently charging the ipg and was having difficulty communicating with remote control. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.